Manufacturer narrative:
Approximate age of device - 4 years, 8 months. The device was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists driveline infection and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 after four years and eight months of support. The patient had reportedly developed septicemia primarily from non-compliance. It was thought that the infection most likely started at the patient's driveline. Support was withdrawn. The pump function was reportedly normal. No additional information was provided.